Event description:
It was reported that during a trochanteric fixation nail, tfn procedure, as the surgeon was depressing the locking mechanism on the aiming arm, the aiming arm kept slipping on the buttress nut and would not engage the threads on the sleeve or fully seat. Surgeon used another instrument to keep the button from depressing and was able to complete the procedure. Nothing was broken into the wound and there was nothing to retrieve. This happened on two different procedures in the same hospital on the same day. No further information was provided. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.